Manufacturer narrative:
(B)(4). The cause for the reported condition ((B)(4)) was determined to be leaking tubing, which is a known cause of this type of alarm. The cause of the leak was not determined as the disposable set was not returned to baxter. The lot number was not provided; therefore, a batch review could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during drain 5 of 5. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that there was a hole in the patient line. The hp did not know how the hole was formed. A technical service representative (tsr) reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.